Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in the reservoirs. The customer states they were advised to prime them out, but noticed the waste of insulin is high as priming the reservoirs is causing loss. Troubleshoot was conducted. The customer state the reservoirs are sent to minnesota to be pre filled and sent back to him for use. The customer was advised of incorrect method of use and could be causing the air bubbles. The customer was also advised to allow insulin to set to room temperature before use. The customer was advised to monitor the device and call back if issue persists. No further information gathered due to call ending.